Event description:
On (B)(6) 2012, the patient contacted animas stating that the down arrow and ok keypad buttons were intermittently responsive. The issue reportedly began a week ago and was gradually getting worse. The patient denied damage to the keypad. The patient reportedly wore the pump clipped to the waist. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was evidence of keypad contamination found under the contacts and the ok button was found to be inverted. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.